Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
A patient implanted for severe slow transit constipation reported that in (B)(6) 2015 they were trying to find a technician who could assist with reprogramming. Their "remote" was "not responding at all." Information later received from the patient, via the manufacturer representative, reported that after troubleshooting with the physician, it was determined the lead was "snapped out." The physician revised the lead and "all was back on track." The patient was getting benefit and was satisfied with therapy. No further information was reported. A follow up report will be sent if additional information is received.